Manufacturer narrative:
(B)(4). Concomitant devices - unknown vanguard tibial component catalog #: ni lot #: ni, unknown vanguard tibial bearing catalog #: ni lot #: ni, unknown vanguard locking bar catalog #: ni lot #: ni. Foreign report source: (B)(6). The complaint sample was evaluated through photographic inspection and the reported event was confirmed through review of x-rays provided. Photographs provided showed explanted femoral, tibial, tibial bearing and locking bar implants. The tibial plate and femoral component showed bone ingrowth on the devices. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2020-03306.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address post-operative femoral and tibial implant loosening. Attempts have been made and no additional information is available at this time.